Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0402 captures the reportable event of balloon burst.

Event description:
Note: this report pertains to two cre wireguided dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that a cre wireguided dilatation balloon was attempted to be used during a procedure performed on an unknown date. During the procedure, the balloon burst. The same problem occurred with the second cre wireguided dilatation balloon. The procedure was completed with a third cre wireguided dilatation balloon. There were no patient complications reported as a result of this event.